Event description:
New information received notes that no adverse patient consequences were reported.

Event description:
It was reported that a patient presented with incorrect interpretation of ventricular tachycardia resulting in delayed defibrillation therapy. Corrective programming changes were made and the patient was reported to be stable.